Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance warning during and the day after an ablation procedure. Reprogramming occurred. The lead remains in use. No patient complications have been reported as a result of this event.